Event description:
Overdelivery reported. The pump was initially set to infuse humulin insulin 125units/250ml (0.5u/ml) at 8 units/h (16ml/h) for one hr. The pump rate was then decreased to 5units/h (10ml/h) per physician orders. A nurse reports that the entire IV container emptied over a 4 hr time period. The pt did not experience any adverse effects. At the time the incident was noted, the pt's bedside blood glucose was 203mg/dl and her serum potassium was 3.7eq/l. The humulin infusion was restarted on a different pump at 1unit/h (2ml/h) and the pt rec'd a potassium bolus. Bedside glucose levels were monitored over the next 24 hrs. The customer states, "the pt suffered no apparent ill effects from the event. The basic treatment plan was not altered nor was the length of hospitalization lengthened by the event." No add info was available.